Event description:
Consumer called to report erratic readings with her plink meter. Analysis run on consumer error grid using mean reading (198) as reference point vs. Bd readings (342,54) yielded data points in the c zone of the grid, outside of acceptable limits.